Event description:
I was using the topcare tampons and as I was removing it, the product fell apart, leaving material stuck inside. Medical evaluation may be needed to prevent infection and/or toxic shock syndrome. When I tried to look up expiration and all other required information, their links will not work! I have no way to verify the product is even safe! Pictured below showing their code does not provide any info and no info on the box.